Manufacturer narrative:
Device analysis indicated device failure. Device analysis report.

Event description:
Per the clinic, more than half of the electrodes were unusable despite reprogramming attempts. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new device.